Event description:
The caller reported that the 8 percutaneous tracheostomy tube came apart while in use, and the patient had to go back to the operating room to have the tracheostomy tube changed out. The event occurred on may 05. The 8 percutaneous tracheostomy tube was removed and another tube was placed in the patient. The patient experienced a pneumothorax that was treated.

Manufacturer narrative:
The tube is unavailable for failure investigation. The lot number was provided and the manufacturer will review the lot history records. No analysis or conclusions can be drawn without the device or the lot number.